Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer provided questionable results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3) and free thyroxine (ft4). The results for ft3 and ft4 were erroneous. The erroneous results were reported outside of the laboratory. This medwatch will cover ft4. (B)(4). The initial result for ft4 was 35 ng/l. The sample was repeated on a centaur analyzer where the result was 18.3 pmol/l. The initial result for ft3 was 7.83 pg/ml. The sample was repeated on a centaur analyzer where the result was 5.7 pmol/l. No adverse events were reported. The cobas e601 analyzer serial number was (B)(4).

Manufacturer narrative:
The sample was submitted for investigation. Investigation confirmed the presence of a streptavidin interfering factor. This specific interference is addressed in product labeling.